Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a plunger sensor error. No patient injury was reported.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing on the bottom case and plunger assembly upon receipt, some damage was found on both front corners of the top case and the right plunger case was cracked. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the force sensor error was found upon power up and the force reading was out of specs. Root cause of the reported issue is attributed to normal wear consistent with use. Performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.